Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Carefusion field service representative, confirmed customer complaint. Replaced the driver and now the delta p read 65 - 67 which is within specification. Vent passed all required calibrations and testing. No other problems found.

Event description:
The customer reported the unit will not pass the performance check the amps are not reaching the minimum 56cm. Patient involvement is unknown.